Manufacturer narrative:
The investigation of pump stop has been completed. After 5 days on impella , sudden impella failure alarm occurred and pump stopped. It was replaced by a second pump. Data logs were not recovered. Pump was returned and inspected. No physical abnormalities were noted on the pump however it was unable to connect to any console during investigation. Connection to a console resulted in impella defective alarm being triggered. No broken patient cable pins or blood in the red handle were observed on the returned pump. The cause of the pump stop was not determined since data logs were not recovered and the returned pump could not be detected on any console during investigation.

Manufacturer narrative:
Per abiomed's medical safety officer review, the impella 5.5 did not work/stopped and it cannot be said that the impella 5.5 pump did not contribute to the patients outcome. The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient was on impella 5.5 support when an impella defective alarm occurred, and the pump stopped. The impella was exchanged. The patient expired five days later from multiple organ failure. Per abiomed's medical safety officer review, the impella 5.5 did not work/stopped and it cannot be said that the impella 5.5 pump did not contribute to the patient's outcome.